Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. This is one of two related reports. This report represents the pump and another report was submitted to represent the automated impella controller. Refer to h.10 for the related report number.

Event description:
It was reported that a patient implanted with an impella 5.5 developed a hematoma at the access site, nerve discomfort, and bleeding from the ventricular tachycardia ablation site and the abdomen. The patient was transfused packed red blood cells and heparin was withheld. Additionally, there were positional issues and high purge pressure alarms that prompted repositioning of the pump and tissue plasminogen activator to be added to the purge. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
Updated information: d1 brand name updated. H6 med dev prob code added a24.

Manufacturer narrative:
Investigation summary: no product was returned. Data logs only provided were from 20-sep-2025 to 22-sep-2025. Purge pressure high: on the 9th, there was purge pressure high alarms triggered and tissue plasminogen activator was infused, the pump position was adjusted and the systemic anticoagulation was switched from heparin to bivalirudin, and about a day later it resolved. There were only data logs provided from 20-sep-2025 to 22-sep-2025 with no issues seen. Due to the lack of data logs provided during the time frame and no product returned, the root cause of the high purge pressure cannot be determined. Device in wrong position: it was stated that when there were purge pressure alarms, the positioning was checked an the inlet was positioning towards the papillary and there was obstruction of the inlet window. The device was pulled back 1.5 and the inlet became free from structures. Due to a lack of clinical details provided, it cannot be determined how the device came out of position. Hematoma: due to a lack of clinical details provided, the root cause cannot be determined. Nerve injury/major bleed: the cause of the injury could not be determined due to insufficient clinical information. Device history review: the pump passed all post sterile inspection checks.